Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient presented with pain, discomfort, and blurry vision in the left eye two weeks post lasik. The patient is noted to have diffuse lamellar keratitis (dlk). The topical steroid dosage was increased and the flap was lifted to clean out epithelial ingrowth. Additional information received states the dlk is improving slowly. Meibomian debris noted under the flap. The patient is still using the topical steroid, an oral steroid, and will continue to be monitored.